Manufacturer narrative:
Concomitant medical products: enlw1620c120ee, sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.2 cm abdominal aortic aneurysm. It was noted that there was moderate iliac tortuosity on both sides. There was also 30 circumferential mural thrombus/calcification at the proximal neck. It was reported that the patient died. Per the investigator the cause of death is unknown. No additional information is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.